Event description:
It was reported that the nurse had an earlier and did not know what it was, therapy seemed to be running fine on the arctic sun device. Therapy was started yesterday, and it had been almost 24 hours in maintenance. Mss walked nurse through finding alert or alarm in event log. There was a 116 (patient temperature 1 change not detected) and alarm 117 (patient temperature 1 change not detected). Nurse confirmed that the target temperature was 33.5c, patient temperature was 33.6c, flow rate was 1.1lpm, water temperature was 22.9c and trend was thermoneutral. Mss discussed that in maintenance the water temperature would fluctuate if baby was fussy or crying or if seizing or febrile. Nurse stated that the water temperature have consistently been low throughout therapy. Also stated that the flow rate was 0.6-0.7lpm, nurse made adjustments and the flow rate had been between 1.1-1.3lpm. Mis advised flow rate needs to be above 1.0lpm for heater to work at capacity. Mss asked if they had anything other than a diaper between baby and the pad. Nurse stated that it was in the hospital protocol to swaddle baby in a receiving blanket, they have always done it this way, and nurse would not unwrap baby. Mis advised that heat transfer was impeded by the blanket. Per follow up information received via phone on 19-dec-2022, nurse stated that after speaking to mis, baby continued therapy with no known issues. Nurse was unaware if baby completed therapy as there was a shift change. Nurse had no further information regarding event.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse had an alert earlier and did not know what it was. Therapy seemed to be running fine on the arctic sun device. Therapy was started yesterday, and it had been almost 24 hours in maintenance. Mss walked nurse through finding alert or alarm in event log. There was a 116 (patient temperature 1 change not detected) and alarm 117 (patient temperature 1 change not detected). Nurse confirmed that the target temperature was 33.5c, patient temperature was 33.6c, flow rate was 1.1lpm, water temperature was 22.9c and trend was thermoneutral. Mss discussed that in maintenance the water temperature would fluctuate if baby was fussy or crying or if seizing or febrile. Nurse stated that the water temperature has consistently been low throughout therapy. Also stated that the flow rate was 0.6-0.7lpm, nurse made adjustments and the flow rate had been between 1.1-1.3lpm. Mis advised flow rate needs to be above 1.0lpm for heater to work at capacity. Mss asked if they had anything other than a diaper between baby and the pad. Nurse stated that it was in the hospital protocol to swaddle baby in a receiving blanket, they have always done it this way, and nurse would not unwrap baby. Mis advised that heat transfer was impeded by the blanket. Per follow up information received via phone on 19dec2022, nurse stated that after speaking to mis, baby continued therapy with no known issues. Nurse was unaware if baby completed therapy as there was a shift change. Nurse had no further information regarding event.

Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.